Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bleeding under arms and around back, appeared to be abrasions that have opened. The patient reported a known history of skin sensitivity. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed bacitracin zinc and advised the patient to remove the equipment for the wound to heal. Follow up indicated that the wound improved.